Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, metal piece under the cap was no longer staying in place, battery compartment eventually cracked. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement test, and self-test. Active current measurement within specifications. However, unit received with high sleep current measurement due to moisture damage. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total citation. No unexpected alarms noted during basal deliveries. No blank display anomaly noted. Unit received with original battery cap missing gold spring at battery cap contact. Unit received with fading serial number label, broken belt clip rails and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. No unexpected blank display noted during testing. However, unit received with high sleep current measurement due to moisture damage. Unit received with original battery cap missing gold spring at battery cap contact medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.